Event description:
The customer reported that following an abdominoplasty with diastasis repair, a catheter/pump was placed for post operative pain. It was not reported how the catheter was placed. The pump was filled with 400 cc's of 0.25% marcaine and the settings were 4 nl/hour, 1 ml bolus with a 90 minute lockout. In 2009, the pt had erythema across the abdomen, a culture was done and the pt was placed on clindamycin. Three days later, the culture result showed gram positive. The infection was resistant to clindamycin, so the pt was placed on levaquin.

Manufacturer narrative:
The device was not returned for eval.